Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to high readings. Also found sensor's cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
It is reported that a customer received a calibration error alarm on their insulin pump. The patient's blood glucose level was at 138 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.